Manufacturer narrative:
Manufacturer date: 12/21/2009. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (10/05/2013 through 04/03/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from april 2013 through march 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The catalytic converter was returned and tested. The catalytic converter exhibited a strong odor. The reason for return of the catalytic converter was confirmed. The vacuum pump was returned and tested. The vacuum pump exhibited a strong odor during start up. The reason for return of the vacuum pump was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
While onsite servicing the sterrad nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014. (B)(4) are related complaints from the same facility. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2014-00139, 2084725-2014-00140 and 2084725-2014-00141.

Manufacturer narrative:
The field service engineer replaced the vacuum pump and catalytic decomp filter. Unit meets specifications and was returned to service on (B)(6) 2014.